Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had chipping at the insulin reservoir and slow to rewind. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had unexplained no delivery alerts and scratches and also stated that had to change the battery frequently. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or rewind anomaly noted during testing. Device had scratched case.